Manufacturer narrative:
This MDR is being filed following our procedure governing MDR reports: -patient experienced symptoms of nausea and vomiting, excessive urination, diarrhea and blurred vision. -patient was taken to emergency dept. -patient was admitted to ICU and diagnosed with diabetic ketoacidosis. -device has been discarded and cannot be returned for technical assessment.

Event description:
Type 2 diabetic on vgo 40 since 2014 spoke with valeritas customer care on (B)(6) 2017 and reported that in (B)(6) 2017 she was hospitalized due to diabetic ketoacidosis. Ae assessor contacted the patient to further investigate. The patient reports that "sometime" in (B)(6) 2017 she awoke at 02:00 feeling nausea. The nausea progressed to frequent vomiting, excessive urination, diarrhea, and blurred vision. The patient did not take a bg measurement as she was feeling too sick. Patient had her daughter take her to the emergency department at approximately 08:30. Patient was admitted to the hospital and was found to be in dka. Patient cannot recall specific details regarding the hospitalization due to confusion and memory loss during that time. She was admitted to the ICU for 4 days. She believes it took 2 days until she was considered stable. The patient was wearing a vgo device at the time of the event. Patient believes she filled and applied the vgo device appropriately. She states that she has no reason to believe that the vgo leaked, was empty upon application, or became dislodged. The patient does not believe the vgo device malfunctioned however, it is not possible to rule out device contribution. The device has been discarded and cannot be returned for technical assessment. The patient does not believe she was experiencing a gastrointestinal illness or food borne illness which could have caused the reported symptoms and resulted in dehydration and dka. Ae assessor cannot identify any other common contributing factors to the dka. The patient has had one other incident of hospitalization due to elevated bg while using a vgo device. Patient has been diabetic for 40 years and reports that she has always had highly variable bg and that her diabetes has always been "out of control". This case will be considered potentially serious upon recurrence due to the patients hospitalization as a result of dka while wearing a vgo device. Device contribution cannot be ruled out.

Manufacturer narrative:
Date of report: date corrected. Initial reporter corrected. Health professional - no checked. Occupation: non healthcare professional. Type fo report: follow up #1. If follow up, what type?: correction checked.